Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out-of-range shock impedance. There had been an abrupt increase on (B)(6) 2025, after which the value normalized. Recently, another abrupt increase occurred. It was noted that no lead noise was observed. The healthcare provider inquired as to technical services' recommendation. The crt-d system remains in service and no adverse patient effects were reported.